Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty advancing the stent delivery system occurred and the stent moved on the stent delivery system balloon. The lesion was pre-dilated with a 2.0x9mm maverick balloon. The physician attempted to implant a taxus express2 atom 2.25x8mm drug eluting stent to the 80% stenosed lesion located in the mildly calcified and severely tortuous, distal left anterior descending (lad) artery, but had difficulty advancing the stent to the lesion, the physician then decided to try to bring the stent back, but it felt as though the stent was coming off of the balloon. The stent was then deployed in the lad, just proximal to the lesion. The procedure was completed by successfully placing two additional stents. No patient complications were reported. Pt status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.